Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a directional atherectomy interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. An attempt was made with another prostyle device. The foot was opened and closed twice as the first time it was advanced, the foot was opened and then retracted against vessel; however, bleeding was still observed. Therefore, the foot was closed and the prostyle was advanced again. The foot was opened once the marker lumen had pulsatile flow and then the device was retracted again. This time marker lumen flow ceased as expected. The device was deployed; however, a cuff miss [suture retrieval issue] was noticed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.